Event description:
The surgeon implanted a two level reflex hybrid plate after an anterior discectomy and placement of allograft in the cervical spine. At the pt's 6 week follow-up the x-rays showed one of the screws at the inferior portion of the plate had "pushed through" the plate. The surgeon plans to x-ray the plate and re-evaluate the pt.